Event description:
General report received of approximately 5 undocumented incidences of fluid leaking from the secondary clave port. Reportedly, when the nurses removed a syringe from the secondary port following the completion of infusions, it was noted that the "spring" in the clave ports remained open. An unspecified amount of the unspecified primary solution leaked out the clave port. The tubing sets were replaced and the solutions were infused. The pts did not experience any adverse effects. Though requested, there was no further information available.